Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event to 40 mg/dl of unclear cause while using the device and self-treated with oral glucose and milk, after which glucose rose to 69 mg/dl and continued to increase. Symptoms included hypoglycemia without reported clinical symptoms. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.